Manufacturer narrative:
Siemens reviewed sample handling: bd sst tubes are used. The samples are allowed to clot, spun for 10 minutes at 3000 rpm, poured off into a 2nd tube and stored in the refrigerator until they are run. All samples are visually inspected prior to testing to verify no clots or visible fibrin strands. The customer removes the aliquot tube from the refrigerator and respins the secondary tube and then runs it. The customer re-spins all the reactives prior to repeat testing. All repeat testing is from the same tube and on same day of initial testing. Siemens continues to investigate. The limitations section of the instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua).

Event description:
The customer obtained reactive (positive) advia centaur xp sars-cov-2 total (cov2t) results for three patients. The initial reactive (positive) results were considered discordant when compared to the non-reactive (negative) repeat results. The customer did not report the results. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
MDR was filed on january 19, 2021. Additional information - april 15 2021. Siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) lot 007 non-reproducible false reactive (positive) results. Results of the investigation indicate that although non-reproducible false reactive (positive) results were observed, the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval listed in the assay instructions for use (IFU); therefore the product is performing as intended. A product performance problem has not been identified. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated.